Manufacturer narrative:
H6 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4559 unspecified tissue injury health effect impact code: 4648 insufficient information medical device problem code: 2993 adverse event without identified device or use problem component code: 4776 insufficient information type of investigation : 4119 insufficient information available investigation findings : 3221 no findings available investigation conclusions : 4315 cause not established. Evaluation summary pentax medical received user facility voluntary medwatch mw5157204 from the FDA via email on 15-aug-2024 for a complaint that occurred in the us involving model eg38-j10ut, unknown serial number. Since the reporter selected confidential reporting, the user facility is unknown, and gfe attempts cannot be performed, pentax medical considers this medwatch report closed. If additional information does become available, a supplemental report will be filed with the new information.

Event description:
Pentax medical received a user facility voluntary medwatch from the FDA via email on 15-aug-2024 for a complaint that occurred in the us involving model eg38-j10ut, unknown serial number. Per the medwatch report, the reporter submitted the following event description confidentially with the FDA on 08-july-2024: after the esophagogastrodenoscopy with endoscopic ultrasound, multiple red markings in the gastric tissue were noticed. No bleeding noted. Although the user facility did not indicate an adverse event occurring in section b1, based on the narrative, we will be reporting this event to the FDA for a complaint that occurred during use in the united states involving model eg38-j10ut, however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.